Manufacturer narrative:
The subject device was not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign materials were attached to the distal end of subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus (B)(4) had confirmed that there had been the foreign matter on the control section in addition to foreign matter on the distal end. It is presumed that the foreign matter remained attached because post-operative reprocessing was not performed sufficiently at the facility. If additional information becomes available, this report will be supplemented.